Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 250 mg/dl). A bolus via the pump was delivered and if necessary, insulin injections were administered to address the bg level. The cause of the high bg was not known; however, the customer reported the bg level typically elevated on the third day after the supply change. As the high bg events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.